Manufacturer narrative:
Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic was not duplicated during testing. Results were within valid range. Readings as described by the customer were not found on the meter internal log.

Event description:
Customer reported receiving inaccurate erratic readings. In back to back blood glucose tests, customer received a reading of hi, hi, 275 mg/dl and then another hi all within 10 minutes. As meter is to read hi at 500 mg/dl or higher, comparison between 500 and 275 mg/dl would yield a variance greater than 20%, which is outside the allowed manufacturer's specifications.